Manufacturer narrative:
A maquet field service technical inspected the device and found that the screws inside the axis of the suspension arm were loose. He repaired the device with new screws and returned the unit to service. In normal use, these screws are not accessible to the tech. The similar device in the hospital has been checked and no loosening screws was observed. Maquet has been informed that these devices have been moved from one location to another one in the same hospital in 2013. Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported to maquet that when positioning the surgical light during an operation, the system was not stable. No injuries were reported to maquet. (B)(4).